Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received an alert for a high, out of range, high voltage lead impedance. In-clinic the impedance measurement was normal. High capture threshold was also noted. X-ray revealed a suspected micro-dislodgement. The lead was explanted and replaced. The patient was stable after the event.